Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Subsequently, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 199 mg/dl. Customer changed supplies to address the issue.